Event description:
A report was received that the patient was not getting coverage in her required pain areas due to lead migration. The patient underwent a revision procedure where the lead was repositioned. The patient was doing well postoperatively. No device malfunction was suspected.